Event description:
The customer reported that an 840 ventilator was inoperable. No pt involvement. The covidien customer service engineer (cse) inspected the device and could not duplicated the reported failure. The unit passed extended self testing.

Manufacturer narrative:
(B)(4).